Event description:
The customer reported the left (live) monitor was not functioning, thus no live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable was reseated. The system was then found to be operating as intended.